Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported unintended stimulation while charging the evoke closed loop stimulator (cls). The symptoms persisted during an impedance check. A revision procedure was performed, and the cls was replaced to resolve the reported event.